Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead measuring 10.5 cm was returned for analysis. External abrasion was found 8.0 cm to 8.7 cm from the connector pin, consistent with friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.